Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited a sudden drop of battery from three and a half years to nine months longevity for a span of one year. Moreover, initial analysis indicated that this pacemaker exhibited increased in power consumption which affected this device's longevity. The engineers recommended replacing the device and returned for detailed analysis. Additional information received indicating that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a sudden drop of battery from three and a half years to nine months longevity for a span of one year. Moreover, initial analysis indicated that this pacemaker exhibited increased in power consumption which affected this device's longevity. The engineers recommended replacing the device and returned for detailed analysis. The product remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a sudden drop of battery from three and a half years to nine months longevity for a span of one year. Moreover, initial analysis indicated that this pacemaker exhibited increased in power consumption which affected this device's longevity. The engineers recommended replacing the device and returned for detailed analysis. The product remains in service. No adverse patient effects were reported.